Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event without the product to examine. It was noted the product was implanted for approximately sixteen years prior to revision. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised due to loosening of the patella component at the bone/cement interface. Revision surgery found the patella pegs had sheared off. Poly wear of the tibial insert was also reported.